Event description:
Home patient (hp) reports pt line of homechoice set became disconnected from transfer set during final fill of apd treatment. Hp is unclear on how this separation occurred, however notes that they have paralysis in their hand and may not have connected the sets completely. Hp ended treatment early for evening with assistance from baxter technician. Hp reports no pt injury or medical intervention as a result of incident.